Event description:
It was reported via literature article that leak and stroke occurred. A patient with a history of previous left atrial appendage (laa) surgical closure using a non-boston scientific (bsc) clip experienced a stroke. Follow-up computed tomography (CT) identified the non-bsc clip to be placed too distally and not excluding the large proximal aspect of the laa. The patient then underwent an additional laa closure procedure where a 27mm watchman flx closure device was implanted. Post-procedure, due to hematuria, the patient's oral anticoagulation was stopped. The patient experienced a stroke. A follow-up CT showed that the proximal lobe was not occluded, with two large peri-device leaks present on opposite sides of the 27mm watchman flx closure device. Using a versacross transseptal access radiofrequency wire, the 27mm watchman flx closure device fabric was punctured. After serial dilations, a 12f non-bsc deflectable sheath was advanced into the body of the 27mm watchman flx closure device. Through the 12f non-bsc deflectable sheath, a 35-mm (proximal disc)/25-mm (distal disc) non-bsc patent foramen ovale (pfo) occluder device was deployed with the distal disc positioned inside the 27mm watchman flx closure device, and the proximal disc covering both leaks. Despite this intervention, there was still a residual leak connecting the inferior aspect of the laa to the left atrium due to non-approximation of the proximal disc of the non-bsc pfo occluder device to the tissue, as evidenced by a second follow-up CT scan. Complete laa closure was finally achieved in the fourth procedure by placing a second, smaller (25mm/18mm) non-bsc pfo occluder device. The distal disc was positioned in the exposed inferior lobe while the proximal 25mm disc covered the previously placed occluder device, pulling its proximal disc to obtain complete approximation with the tissue.

Manufacturer narrative:
B3: date of event - estimated based off date of literature article. Literature citation: pierucci, n., et al. (2023) fourth time's a charm complex closure of incomplete left atrial appendage exclusion. Jacc: cardiovascular interventions. Https://doi.org/10.1016/j.jcin.2023.07.011.